Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for call was in response to a letter they received reminding them to check in with managing hcp due to battery age. Patient stated that the device went "haywire" right after they got it and were "almost paralyzed" because they were in such pain. Patient stated about a month after having ins implanted they went to the bathroom and they couldn't even get up because it was hurting them so bad. Patient said they called for their spouse who brought the controller and patient turned therapy way down. Patient had never used the device since then. Patient stated they did not want to receive further letters and desired to speak with managing healthcare provider about device removal. The patient was redirected to their healthcare provider to further address the issue and was provided with managing hcp name and phone number that was on file.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.